Event description:
Clinic notes were received from the neurologist and reviewed. It was reported that the patient battery is at eos and was not able to be interrogated. A battery life calculation was performed and it is estimated that there are 0 years until the generator reaches neos; therefore, this supports the report of failure to program is due to eos. No additional relevant information has been received to date.

Event description:
Further information was received from the physician's office. The physician noted that the black out was referring to a loss of consciousness. The cause of the syncope was noted to be not vns and instead an external factor of syncopal episode due to heat and dehydration. The physician's assessment of the increase in seizures was noted to be low battery not related to the loss of consciousness episode. Diagnostics indicated ok impedance and the battery was noted to be at 8-18% ifi (intensified follow-up indicator)=yes.

Event description:
Patient experienced black outs and an increase in seizures and was admitted to the hospital. The patient was referred for generator replacement surgery as the battery was noted to be running low. System diagnostics were noted to be within normal limits although exact values were not provided. No known surgical intervention has occurred to date. No other relevant information has been received to date.